Manufacturer narrative:
Corrected data: b5 - reporter indicated that the patient had surgery 6 weeks ago in her right eye (od) and patient " has high vault ou but the pupil od is sluggish and doesn't react much". Lens remains implanted. H6 - patient code: 2227, 2140, 2137 should be removed. H6 - health effect clinical code : 4581 - sluggish pupil. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
Reporter indicated that patient had surgery 6 weeks ago and "patient is complaining of slight blurry va, glare, and halo in her right eye (od). Reportedly, high vault is also observed." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.